Event description:
The fse stated that the system was not booting causing the image quality issue. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ipc board was replaced during the service call. The system was tested and found to be working as intended and put back into service.